Event description:
The patient reported that they had a possible problem with the device and suspected the battery ¿went.¿ follow-up with the clinic yielded no additional information. The implantable pulse generator (ipg) device was explanted and replaced. No patient complications have been reported as a result of this event.